Event description:
The patient was bilaterally implanted with siltex low bleed gels on 8/1/97, subsequently it was noted that the patient developed infections in both breast and they were removed on 10/29/97.